Event description:
It was initially reported that a crw head ring post (hrp) had the carbon post fail while the head ring was being mounted on a pt. There were multiple straight cracks and bulging of the material under the bending load. Add'l info received on (B)(6) 2012, was as follows: pt demographics were provided. The type of procedure being performed was a deep brain stimulation electrode implantation. The failure was noticed after crw heading was installed on the pt; it was removed, the failed part was replaced, and reinstalled. There was a total delay of about 15 minutes- 5 minutes to isolate the cause of the drift of the crw head ring and 10 minutes to remove and reinstall the head ring. The pt did not incur an injury was a result of this problem. The post in question was relatively new and had premature failure.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.